Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/31/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported the device had a lack of pressure on the stapling. Is there any information on what the lack of pressure did on the device performance and straps, please elaborate if possible? Inguinal herniorrhaphy performed was the procedure laparoscopic or open?

Event description:
It was reported that the patient underwent unilateral inguinal herniorrhaphy on (B)(6) 2017 and absorbable straps were used. During the procedure, the device had a lack of pressure on the stapling. A like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
The analysis results found that the device was returned with no damage in the external components. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the staging leaf is observed to be deformed that is why internal cannula components were not sliding properly and consequently the device did not work as intended. No conclusion could be reached as to what may have caused the reported incident.